Event description:
It was reported that during a right axillary node dissection procedure, the white pad fell outside the pt. Another device was used to complete the procedure. There was no pt consequence.

Manufacturer narrative:
Date sent: 07/11/2008. Info anticipated, but unavailable at this time.